Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve (nrv) assembly and main circuit board were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.